Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient mentioned that they cannot say that they knew with any certainty what the cause of the lead not being placed properly was. They strongly suspected improperly placed, was that way out of anesthesia. Pain and sleep issues have resolved, resolved instantly with the removal of the lead since it was sitting on their muscle instead of a nerve. The emotional incident had to do with their stalking situation, not the trial device, so that has not resolved, but was ongoing for her. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating that during the trial period from the moment they woke up it was hurting them and they couldn¿t get the pain under control and they were not sleeping well. The patient begged their doctor to take it out and was wondering why it hurt. The doctor informed them that the trial wasn¿t placed properly and it pulled out so for 3 days the wires were on the patient¿s muscles. The patient noted their muscles were already severely damaged from being attacked and the device was supposed to help correct some of the damage. The patient stated they had a stalker that hits any electronic device with an electromagnetic pulse to short out alarms, cameras, or electronic security. The patient¿s representative told them that could cause problems and injure them and the device wouldn¿t be a safe option because of this. The patient also mentioned having an episode that was emotionally disturbing but did not specify what that was. The patient noted having a new healthcare provider and they told the patient that they were not a good candidate for the implant because they have severe gastrointestinal issues. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient having pain in their back and incision area. Patient was also experiencing cramping. Patient had spasm. Patient had lowered stimulation and they felt a little better. Patient stated that they were going to do the implant however they were not happy with the evaluation due to the leads moving and making them in pain for the three days and getting little to no sleep due to this. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.